Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been off for an extended period of time. It was noted that the health care professional (hcp) recommended reprogramming on (B)(6) 2013 since the neurostimulator ¿was not working.¿ it was noted that the caller was not sure if there was a complaint against the device or not at this time. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v621705, implanted: (B)(6) 2011, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).